Manufacturer narrative:
An investigation was completed in response to a customer complaint of a section a1 failure with the vidas® analyzer (ref. 410417, s/n (B)(6)). A field service engineer (fse) visited the customer's site on 29oct2019 to determine the cause for the section a1 failure and false result obtained on (B)(6) 2019. The customer did not use section a between (B)(6) 2019 and 29oct2019. This customer does not perform qcv testing. Qcv testing is required once per week as a functional control. This control is meant to detect residual risks that are rare and sudden. The fse performed a qcv on the system. The tv1 expected value is >= 5.3. The actual tv1 value for section a1 was 0.97 (fail) while all other positions passed with tv1 values >= 5.3. The fse performed pump testing on all positions and identified that the pump for position a1 was clogged. The root cause for the false result and qcv failure was determined to be the clogged pump for position a1. The customer's instrument was replaced with a new instrument (s/n (B)(6)). A retrospective analysis was performed from the date of the last preventive maintenance (28aug2019) to the date of the section a1 failure ((B)(6) 2019) and only two (2) results were affected. The two (2) affected results have been previously reported in the initial medwatch reports 9615037-2019-00033 and 9615037-2019-00034. There is still no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health.

Event description:
A customer in (B)(6) notified biomérieux of a failure with the vidas® analyzer (ref. 410417, s/n (B)(4)). The customer stated they obtained an unexpectedly high result for cortisol (>1793,99 nmol/l) for a patient test. The customer indicated that the cortisol control c1 confirmed an issue with sample tested in other sections provided correct results (i.e. 103.00, 852.39, 62.15 nmol/l). The customer stated the discrepant cortisol result was not provided to physicians; therefore, the result had no impact on patient treatment decisions. This customer does not perform qcv testing. Qcv testing is required once per week as a functional control. This control is meant to detect residual risks that are rare and sudden. The lack of qcv testing is considered off-label use. At biomérieux's request, the customer performed retrospective analysis for patient samples tested. However, no details of the analysis were provided by the customer; the customer stated only that modified interpretation results were provided to physicians. No feedback from the physicians was provided to the laboratory manager. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Biomérieux internal investigation will be conducted.